Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a defect lead that occurred during a procedure. The lead could not be inserted through the lead introducer; several attempts were made, but there was no success. No factors noted to have led to the event. The lead was inspected, the style was changed two times, and it was discovered that the tip was very soft. A new lead was unpacked and implanted. The issue was noted as resolved. No symptoms were reported. The consumer¿s medical history included pelvic pain. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Note that device information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, serial# unknown; product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, model 388928. Found distal end conductor broken (overstress/damage). Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. Analysis identified the outer insulation of the lead was broken//torn under the #2 and #3 electrode(s). Analysis observed the distal end of the lead was stretched. Analysis observed the distal end of the lead was bent. The returned lead and stylet were able to be inserted into a known good introducer sheath with no problems. The distal end of the lead is bent and stretched. Conductors #2 and #3 are broken at the distal end of the lead at their respective electrode weld sites. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.